Manufacturer narrative:
According to the provided information, the ventilator was tested by the bio-med and no malfunction could be found. According to the support case and the global product managers input, it seems that this situation is likely due to excessive relative leakage, which causes the ventilator to enter a state where it no longer attempts to maintain the set CPAP pressure. The issue can typically be resolved by repositioning the patient interface to reduce the leakage. It's important to emphasize that this concerns relative leakage, not absolute leakage in liters per minute, so even a small amount of leakage in a smaller patient could trigger this response. The root cause of the reported problem could not be established by this investigation as no fault could be found. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).